Event description:
A report was received that the patient was having difficulty charging the ipg. X-ray's confirmed that the ipg was tilted inside the pocket. The patient underwent a pocket revision and is reportedly doing well.